Event description:
Dr reported an incident of scleral/corneal burn while using a phacoemulsification handpiece and this needle. The incident occurred on his 7th case of the day and all following cases were without incident.

Manufacturer narrative:
Additional information received from rn indicates that the patient required a corneal patch graft which was done as a separate procedure because the corneal burn would not heal. The patient is doing well and is expected to fully recover.